Event description:
The customer contact reported, the clave port remained in the open position; subsequently, blood loss was noted. The primary tubing set was connected to the patient's port-a-cath and being used to deliver an unspecified volume of normal saline. After an unspecified length of time in use, the secondary tubing set was connected to the clave port of the primary tubing set for piggyback delivery of vancomycin 1gm. It was reported that after the vancomycin delivery was completed, "minimal difficulty" was reported when the secondary tubing set was removed from the clave port. A few moments after the secondary tubing set was removed from the clave port, the patient noted that an unspecified volume of solution and blood leaked onto her gown. At that time, the nurse noted that the "seal on the clave adapter broken and allowing backflow." The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical for this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).